Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer fill tubing sequence was taking more insulin than previous fill tubing sequences. Due to his issue the customer believed that the pump was not delivering the adequate amount of insulin leading to experiencing an elevated blood glucose (bg) level. The customer reverted to manual injections for insulin therapy. Tandem technical support (cts) reviewed the pump's history and confirmed the customer's issue. Cts informed the customer regarding common causes of this issue (e.g. Tubing blockage).